Event description:
It was reported that the lead was undersensing. X-ray confirmed that the lead was dislodged. The lead is planned to be repositioned and will remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.